Event description:
It was reported that cartridge alarms occurred during the load sequence with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.